Manufacturer narrative:
The replacement unit has since been received by the patient.

Event description:
The patient stated experiencing a device issue where no oxygen was being released from her unit. This led to severe shortness of breath and an oxygen saturation level of 75%. Emergency services were contacted, and the patient was hospitalized. After evaluation, she was admitted for five days. During her stay, she received oxygen therapy and medications. The reported issue was attributed to the g4 unit, which was replaced following a troubleshooting attempt involving a hard reset, though the problem persisted. The patient's daughter provided additional details. The patient uses oxygen 24/7 at a setting of 3 due to copd. During the event, the device emitted an audible alarm. Despite having a house unit as an alternative supply, the lack of oxygen from the portable device necessitated emergency intervention.